Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
Medwatch form received by maquet cardiovascular from boston scientific on 8/8/08 which had been received from the FDA which states, "event desc: the hemopro lever to cauterize got stuck in an on position and began to smoke and got extremely hot while in the pt's right leg during a CABG-off pump operation. It was removed before causing any harm and replaced with an alternate device." The hosp did not report any pt complications on this report.